Manufacturer narrative:
Device was used for treatment, not diagnosis part and lot numbers were identified upon receipt of subject device. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Synthes manufacturing location was identified upon identification of lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown zipfix instrument/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a coronary artery bypass graft procedure (CABG), the zipfix was not tightening the ties and then a spring popped out of the handle of a zipfix gun. The spring fell to the floor. The surgeon used a back-up zipfix and the surgery was completed successfully. There was no delay in surgery. This report is for an unknown zipfix instrument. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the end cap and spring were found to be loose and could be disassembled by hand. During the design review it was determined that a drawing revision had occurred in (B)(4) 2013 to add that the end cap is to be secured. The change was made after the manufacture date of the received device. Thus, the design likely impacted to complaint condition. No additional issues or discrepancies were observed and the current design was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation at the complaint handling unit shows that this device is part of the sternal zipfix system and it is used to tension and cut the zipfix implants. Proper use and maintenance is addressed in technique guide. The returned device was received intact with a few scratches on the surface of the device. The end cap, which retains the spring, was found to be loose and could be disassembled by hand. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated as the spring is not retained as intended. The remaining functionality was tested and no further issues were determined. When the cutting mechanism is locked, the trigger compresses and releases as intended and all components move fully through their range of motion. When the cutting mechanism is unlocked, the lever arm functions as intended and the trigger is locked as intended so that the device would not cut with the implant under tension. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.